Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller states that a patient reportedly received the following results on a meter, compared to lab results, within 10 minutes: 288 mg/dl (inform meter) and 51 mg/dl (lab). No actions taken based on device results. No adverse event due to the device reported. Requested return of suspect strips, and replacement was sent.